Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for lumbar radiculopathy and spinal pain. The patient reported that their wife looked at their implantable neurostimulator (ins) site because it was itching and noted that there was yellow fluid discharge from the wound. The patient saw the doctor on (B)(6) 2018, and the physician put them on antibiotics; an infection was noted. The rep indicated that the patient still has not had their ins initiated post-op due to their travel schedule. The rep added that the physician advised delaying on initiating the ins, so the rep will wait and meet with the patient on (B)(6) 2019. The issue was resolved at the time of the report. No further complications were reported or anticipated.